Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence, corrosion, and mold around the battery connectors, on both the keypad and force sensor cables, and on the connector which connects electrical board 2 to electrical board 1. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube. Also the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. Customer was advised to the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.